Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. This event had been submitted via a remedial action report on 2017-07-31. Analysis completed on 2017-09-26 indicated that the device no longer qualified for exemption reporting and is being submitted on a individual regulatory report. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2005; 419488 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted due high impedance and fracture. The lead subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.